Event description:
During a percutaneous transluminal angioplasty to the superficial femoral artery (sfa), approx 5mm of the stent was reported to prematurely deploy. This occurred during advancement towards the lesions and while the locking pin was still in place. The stent delivery system along with the stent was removed from the pt without difficulty. The vessel was described as having severe calcification, no tortuousity and a 90% stenosis. The lesion was predilated. The product was prepared and clinically used as per the instruction for use (IFU). There was no reported pt injury. This product has been returned for evaluation and testing, however, the engineer's report is not yet complete. Additional info will be sent within 30 days upon receipt.